Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2003. Via (B)(6). Since the patient complained the pain when the patient visited the hospital on (B)(6) 2018. (The date of visit was unknown), and the surgeon noticed that damaged tibial tray, scattering of porous beads at the x-ray. It was reported that the revision surgery was performed on (B)(6) 2018. By replacing the tibial tray (p/n: (B)(4) and the insert (p/n: (B)(4) due to damaged tibial tray, inset and armd. No further information was provided by the hospital.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.